Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Additional info was provided, which indicated an unapproved viscoelastic was used. Additional info was requested and received, but more info has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the plunger squeezed the back haptics and the haptic was torn off from the optic. The incision was enlarged and the lens was removed. The pt was left aphakic. An unapproved viscoelastic was reported to have been used during the surgical procedure. Additional info has been requested.